Event description:
Pt internet message states "july 2006, I contracted a very, very mean case of acanthamoeba. I had 5 amoeba's chewing away at my cornea. I had no insurance. Thanks to dr, he saw me free of charge. I in return, let him do what he needed in order to learn as much about this horrible condition. I have lost the sight, almost all of it, in my left eye. University asked me to let them take pictures of my left eye with a brand new instrument they had just received. University was very excited to get such good pictures of this condition. In fact, I would not be surprised if some of the employees here have seen the pictures of my left eye. My problem is, I need a new cornea. I am not able to get a job because I look silly in the glasses I now need to wear. In order to see the computer screen, my face needs to be very close to the screen. I was told, I look too silly to be hired. I would like help from you to pay for a new cornea for me. I do not want to sue. I have been contacted by lawyers but I just want a new cornea. Can you help." No other information is available.

Manufacturer narrative:
The brand name and common device name are not known. The pt did not respond to repeated attempts for additional information and the doctor would not provide information without pt consent. Based on available information, no root cause can be determined and no conclusion can be drawn.